Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the insulin pump had an issue with keypad . Customer stated that the keypad button were unresponsive. The blood glucose at the time of event was 9 mmol/l. No harm reported and no medical intervention required. Troubleshooting was performed but the problem persisted. The customer will discontinue use of the insulin pump.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
Retainer ring = black. Case type: ngp. Customer returned insulin pump for an alleged keypad anomaly on august 10, 2022. The device p-cap / test reservoir locked in place properly. The insulin pump was received with a cracked keypad overlay, cracked case (battery tube), scratched lcd window, scratched case, faded serial number label and cracked battery tube threads. The insulin pump passed the displacement test and self test. No stuck button alarm noted during testing or in the formatted history file. Successfully downloaded history files and traces using thus software. The insulin pump was cut open and traces of moisture on motor home switch and force sensor noted during visual inspection. No moisture damage on electronic assembly noted. The insulin pump passed the keypad voltage test. In summary, customer alleged keypad anomaly not confirmed. Exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.